Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed everytime the bisector was extended. The procedure was completed using the same device. No pt complications were reported by the hosp.